Manufacturer narrative:
Pump was received with frozen display. Unable to determine the root cause, problem isolated to pcb2. Unit was received with missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that serial number of insulin pump on backside was missing. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.